Event description:
A user facility reported a saline back filled during recirculation on set up. On follow-up the registered nurse reported that a patient was not connected to the machine at the time. The machine remained on the floor and was still in repair pending a software upgrade to be performed.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel; therefore, the failure mode cannot be confirmed or replicated in filed testing. However, the facility reported that the unit was repaired, however, the customer was unsure what was performed to resolve the issue. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification. The reported issue of "filling of saline bag" was addressed by CAPA.